Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the event was resolved without sequelae as of (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient had pocket site pain and tenderness. Medications were administered via a corticosteroid injection on (B)(6) 2019. A pocket site revision took place on (B)(6) 2019 when the device was repositioned. The issue was noted to be ongoing. No device issues or further complications were reported or anticipated.